Manufacturer narrative:
(B)(4). This complaint for the system error 2240 cannot be confirmed and the assignable cause was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The care giver (cg) stated that the home patient (hp) is still connected to the hc. The technical service representative (tsr) had the cg cycle the power to press go to start and had the cg disconnect the hp and remove the cassette to discard the supplies. The tsr explained the alarm and assisted the cg to clear the alarm and advised to contact the nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.